Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown.

Event description:
Customer reported his adc freestyle libre sensor displayed an error message and due to this he could not receive a sensor result. He further reported that on an unspecified date he experienced ¿sweatiness, feeling unwell, headaches, nausea and shaking hands¿. Customer subsequently experienced both a seizure and a loss of consciousness. Paramedics were called and treated him with a glucagon injection and an unspecified intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre sensor displayed an error message and due to this he could not receive a sensor result. He further reported that on an unspecified date he experienced ¿sweatiness, feeling unwell, headaches, nausea and shaking hands¿. Customer subsequently experienced both a seizure and a loss of consciousness. Paramedics were called and treated him with a glucagon injection and an unspecified intravenous infusion. There was no report of death or permanent injury associated with this event.